Event description:
It was reported that (3) devices were used during a laparoscopic radical prostatectomy. It was reported by the rep that the (3) lcsc5 blades all stopped working after 2 hours of use. A 4th lcsc5 was used to complete the case. There was no consequence to the pt.